Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: patient code: (B)(4) incision opened. Secondary surgery. Enlargement/addition iridectomy. Peripheral anterior synechiae. Pupil distortion. Explanted. Vaulting. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting, angle closure, with elevated intraocular pressure, significant reduction of irido-corneal angles, pupil distortion and peripheral anterior synechiae. A secondary yag was performed to enlarge/addition of pis. The patient is taking medication for the pressure.

Manufacturer narrative:
(B)(4). Device evaluations: the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found pen markings. (B)(4).